Manufacturer narrative:
Device codes c62917 and c62809 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp did not have a copy of the most recent x-rays as they were not provided by the patient. There was no issue with the device flipping/turning. The device was reprogrammed and the patient was educated more on the system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was having extreme pain in their back and left hip at the site of their implant. The patient described the battery as moving and sliding while they slept. They described that it felt like the battery had flipping in the pocket. The patient underwent back surgery in (B)(6) 2019 and had lost 40 pounds since the stimulator was implanted. The doctor had ordered x-rays of the thoracic spine. The patient was going to meet with the manufacturer representative (rep) next week on (B)(6) at 1pm. No surgical intervention occurred and it was unknown at this time if surgical intervention was planned. The issue was not resolved at the time of the report. No further complications were reported/anticipated.